Event description:
The neurosurgeon placed the catheter on the patient. Upon removal of the stylet the neurosurgeon encountered resistance. The stylet felt like it was pulling on the catheter. After several attempts to remove the stylet, the neurosurgeon decided to remove the catheter and replace with another product. It is unknown if the patient was injured but intervention was required to replace the catheter.